Event description:
It was reported that the left ventricular (lv) lead had possible fracture, which was indicated by high impedance and no capture threshold. Reprogramming was performed to ring to coil vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).